Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing routine angiography procedure when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shut down by itself. Upon functional testing, the fse found that the image capacity was quickly being loaded and there was image disk problem, and it was full. The fse formatted the image disk. After formatting the image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported that the system shutdown by itself. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.